Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving morphine (10 mcg/ml at 0.481 mcg/day). The indication for use was spinal pain. On (B)(6) 2015 the patient had an appointment with the physician, and the next day the system was explanted due to an infection. It was noted that the issue was resolved.